Event description:
Boston scientific received information that this patient attended the emergency department due to a pre syncope episode. The device was interrogated which showed normal and stable lead measurements, output and battery capacity. Analysis of the stored electrocardiograms showed episodes of noise on the right ventricular channel which was oversensed. None of the stored episodes corresponded with the patients pre syncope episode. One episode did show pacing inhibition for 3 to 4 pacing beats resulting in asystole as the patent was pacemaker depended and had no underlying rhythm recorded at 30 beat per minute. The device was reprogrammed to avoid further noise/oversensing. The lead implanted is a competitor lead. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.